Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed internal flow verification for final test. The technician recommended replacing the machine flow sensor to address the issue. No further investigation is required at this time. Additionally, a periodic maintenance 2 was performed. The device's air inlet foam filter, particulate filter, muffler assembly were replaced to prevent failure. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.